Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated that her son was hospitalized for 2-3 days during thanksgiving time due to low blood glucose. An injection of glucagon was administered and emergency services was called at that time. The customer did not provide any further information and the blood glucose level was not provided.